Event description:
It was reported that insufficient ice occurred. An icefx cryoablation system was selected for a cryoablation procedure of a kidney. The first freeze was completed; however, during the second freeze, the probes did not frost over, and the unit did not sound like it was sending gas through to the probes. The temp displays ranged -100 to -30, but no errors were seen. All the probes were stopped, and the probe that was reading the lowest temperature was unlocked and relocked. This caused an ithaw/cautery malfunction to display. All the probes were started again, and all but one formed frost. A shutdown/restart was performed, and the unit again functioned properly. The procedure was completed with this console.